Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is unavailable for return. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a balloon expandable stent deployment procedure, the stent allegedly detached from the balloon catheter within the patient's vessel. An attempt to retrieve the detached stent was performed; which was successful. Reportedly, the healthcare provider used an undersized stent to treat the lesion and completed the procedure without any difficulty. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number provided is invalid. A complete manufacturing review could not be conducted, as a valid lot number was not reported for this device. The investigation is inconclusive for the reported stent detachment, as the device was not returned for evaluation. The definitive root cause for the reported detached stent could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported that during a balloon expandable stent deployment procedure, the stent allegedly detached from the balloon catheter within the patient's vessel. It was further reported that the stent was captured and retrieved. Reportedly, the healthcare provider used another stent to treat the lesion and completed the procedure without any difficulty. There was no reported patient injury.